Manufacturer narrative:
Block b3: exact date unknown, event occurred sometime in 2023. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 19137302/19464582.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a spinal cord stimulation (scs) explant procedure. The explanted device components were discarded.